Event description:
It was reported that customer was hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). Customer stated she went to the emergency room for an infusion set issues and no delivery which led to high blood glucose levels. Customer also reported a bent cannula. It was reported that the customer was wearing the insulin pump at the time of hospitalization, however the pump was removed when she was in the intensive care unit. Customer's current blood glucose level was 320 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).